Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an issue that when pulling back the ifs to 'cock' it back for deployment the entire site disconnected from the blue plastic housing.on (B)(6) 2026.